Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
It was reported that unspecified bd infusion set had air in line the following information was received by the initial reporter with the following verbatim it was reported by a customer that air made it past the air-in-line sensor and down the tubing, but the pump module did not alarm.